Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump could not power on with the returned battery cap due to the cap missing the ground spring. A test battery cap was used for all testing. A power loss was not observed with the test cap. The battery compartment was intact. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was no evidence of loose components or moisture inside the pump when the case was removed.